Event description:
The customer reported that when they went to use the system, it would not turn on. The pt was under anesthetic. They brought in a different c-arm and completed the case. The pt was not injured. Because of the delay.

Manufacturer narrative:
(B) (4). The ge service rep replaced the catastrophic failure damaged ups, isd power control pcb and surge suppressor. He recommend that the hosp not to plug the system into power strips or extension cords. He measured and tapped transformer output to 119 vac. The operating room rooms found to be 120 vac vs. 115 vac in x-ray dept. He verified the system operation and gathered the system log files. He recommend the user plug system into dedicated power outlet. The reported problem has been corrected.